Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation electroporation a farawave catheter was selected for use. While in the left chamber of the heart, the physician attempted to deploy the catheter into a flower configuration. Due to challenging anatomy, the catheter bent slightly, and pressure was applied at the tip. The guidewire became stuck inside the catheter, allowing only retraction and not forward movement. The physician tried to retract the guidewire without success. This occurred at the end of the procedure during the isolation check, so the physician decided to conclude the procedure. The device is expected to be returned for analysis.